Event description:
It was reported that one day post-op, threshold could not be measured and decreased sensing amplitude was observed. The lead was repositioned. The patient was in good and stable condition post-procedure.

Manufacturer narrative:
(B)(4).